Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off with approximately 60% battery life. After connecting the pump to a power source. The battery gauge displayed 5%, the touchscreen was observed to be frozen and the pump made a long, continuous beeping noise. The customer's blood glucose level was 174 (mg/dl). Reportedly the customer had an alternate pump and manual injection supplies for insulin therapy.